Event description:
It is reported that the surgeon was unable to get the devices to seat properly causing the surgery to be extended by 2 hours.

Manufacturer narrative:
Evaluation summary: without additional info, the exact cause cannot be conclusively determined at this time. Evaluation: device history records indicate all components were manufactured, inspected, and packaged to specification. All components were measured and found to be conforming to print specifications.